Event description:
It was reported that after the cavity drain was inserted into the chest wall, it was noted by the doctor that it could not correctly be secured. The suture wings were sutured down, but then became separated from the hub allowing the wings to move freely up and down the catheter, which in turn made it difficult to keep the drain in situ. Extra strapping was used to keep the catheter in position until the physician was satisfied with the therapeutic effect, then he removed the drain. The pt was reported in satisfactory condition.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.